Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-feb-2026, an arthrex subsidiary employee reported via email that two ar-3636 knotless 1.8 fibertak soft anchors, gen2 were used during a shoulder instability repair performed on (B)(6) 2026. When attempting to lock the system, the blue suture would not pass through on either anchor. No additional anesthesia was required, and the procedure was completed using other fibertak anchors without issue. There was no reported patient harm.